Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10. Unknown cermaic head lot# unk item# unk. The reported fitmore stem was returned with a biolox delta ceramic femoral head to the post market surveillance team for examination. The trial femoral head was not returned. The fitmore stem exhibits damages of the porous coating near the shoulder/proximal area of the stem, where also a portion of the coating is missing. Additionally, at the lateral neck of the stem there are impaction marks to be seen. Fruther, there are horizontal indentations or nicks on the lateral portion of the trunnion of the stem, forming a distinct row. The ceramic femoral head appears mainly inconspicuous, with several metallic smearing to be seen on both the articulating and seating surface. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. All critical characteristics related to the cone/trunnion of the stem are measured 100%. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. As per reported event, the trial head could ultimately be removed from the fitmore stem, was sterilized and put back into rotation. However, as the trial head was not returned, a definitive root cause for the reported issue could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Event description:
It was reported that the surgeon was doing an initial right hip arthroplasty, and implanted the stem successfully with no issue. After putting on the trial head and being satisfied, the surgeon was unable to get the trial head off the stem. The surgeon made multiple attempts with different tools to disengage the trial head from the stem. The stem ended up dislodging from the patient's bone. After this, it was noted that the porous coating was peeled completely off the stem. None of the coating was left in the patient, surgeon made sure to clean the wound thoroughly. When the sales rep came back to the or with a new stem, the surgeon and staff had somehow gotten the trial head off the stem. The trial head was then sterilized and put back into rotation. When the stem dislodged, a large amount of bone was lost on the patient and the surgeon opted to use a bone graft and implant a second stem. The second stem was implanted successfully along with a longer head. Diligence is complete and additional information is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.